Event description:
It was reported that the pump exhibited a no disposable, pump won't run; continuous alarm. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.